Event description:
Customer reported reported a hospitalization due to high blood glucose. The blood glucose reading is 600 mg/dl. Customer experienced headaches. Diagnosed diabetic ketoacidosis. Customer treated with manual injection. Customer also stated that the reservoir leaked. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report #3004209178-2013-99321.